Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified in the left superficial femoral artery. A 7.0mmx40mmx135cm sterling balloon catheter was selected to dilate the target lesion. The balloon was inflated for 6 times at 10 atmospheres. During the 7th inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).